Event description:
Customer states that reagents on board the provue became hemolyzed. Customer noted clear liquid on the reagent carousel. Customer is unsure when the dripping occurred. Probe does not appear bent. No error messages were posted by the instrument.

Manufacturer narrative:
Ocd customer technical services performed troubleshooting with the customer. No erroneous results were reported. There was no report of biohazardous exposure. Qc performed and instrument is performing as intended. (B)(4).